Event description:
Had breast implants put in (B)(6) 2010. Seemed to be fine but in (B)(6) 2014. Began experiencing noticeable symptoms that started with difficulty swallowing, constant sensation of phlegm in throat, enlarged tonsils without any cold symptoms. These symptoms have averaged never stopped occurring and have now progressed to hair loss, chronic fatigue, joint pain (knees, elbows, wrists, fingers, shoulders), runny and burning eyes, indigestion, intolerance to new foods/drinks (alcohol, mushrooms), nausea, cold limbs (hands, feet), hot sweats, dry and rough skin patches, rashes, urinary tract infection symptoms every 2-3 weeks since (B)(6) 2016 with clear lab tests, trouble with concentrating, short term memory loss, jumbling/mixing up words frequently, anxiety and depression, insomnia. Have had clean blood work and hormone testing, yet symptoms continue to occur and worse, most noticeably since (B)(6) 2016 there has been a steady worsening of existing symptoms and occurrences of new symptoms.